Event description:
It was reported that an ilet displayed persistent ¿alert 38¿ indicating consecutive stalled insulin motor events after multiple restarts, and the user could not clear the alert; a replacement was arranged and the original will be returned. Symptoms included no reported clinical effects. Outcomes included no reported impact to health and no medical intervention. Investigation included remote troubleshooting and user education, with plans for device analysis upon return. Investigation of this case revealed a suspected insulin delivery motor stall associated with the pump mechanism, consistent with a restart alarm that reappears on power-up. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate pending device evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.